Event description:
It was reported that during a coronary drug eluting treatment procedure, removal difficulties were encountered. The physician had predilated a fairly tight lesion in a tortuous right coronary artery and successfully deployed the first taxus express2 (2.5 x 20 mm) drug eluting stent. He then tried to place a second taxus express2 (2.75 x 28 mm) drug eluting stent stent proximal to the first one, but was unable to cross the lesion. He then attempted to remove the stent/delivery system, but could not retract the stent back into the guide catheter. The stent moved off the delivery balloon, but remained on the guidewire. Consequently, additional wires, balloons and a 10fr sheath were required to retrieve the stent. The procedure was then successfully completed with a new guide catheter and a taxus express2 (3.0 x 28 mm) drug eluting stent. The physician indicated that he believes the difficulty with the stent dislodgement may have been potentially caused by the launcher 6fr jr 4.0 sh guide catheter. No pt injuries were reported.